Event description:
During baxter's device evaluation, the device displayed a downstream occlusion alarm when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.